Event description:
It was reported that this right atrial (ra) lead exhibited chronic high capture threshold. Physician elected to surgically abandon the ra lead and used a single chamber device. No additional adverse patient effects were reported.